Manufacturer narrative:
(B)(4). On (B)(6) 2022 customer called in with the following concern: cracked back on the insulin pump. After multiple new batteries and battery caps, device remained on blank display. Insulin pump received with blank display. Unable to perform the displacement test due to blank display. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapping out test boards confirms blank display was isolated to electrical board. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device received with cracked case(battery tube), cracked battery tube threads, cracked keypad at select button and missing display window cover. Blank display isolated to electrical board. In summary, insulin pump received with a blank display due to faulty electrical board. Customer allegations were confirm during visual inspection when cracked case(battery tube) and cracked battery tube threads were noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked at back side. Insulin pump was bumped. No harm requiring medical intervention was reported. The customer will discontinue to use the device.